Manufacturer narrative:
Per biomedical engineer he performed a full pvt per tech support. All tests passed. The only alarms in drpt was low rate and low minute volume. He found rate set to 8 and low rate alarm set to 10.

Event description:
The customer states that the end user placed a note on the unit saying that the minute volume is incorrect. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and was advised to perform a complete performance verification test (pvt) per the service manual and if the unit passes the pvt then it is safe to go back into service as it is possible that it was a user/setting issue. Patient information and repair information were requested from the customer, but no response received. The investigation is ongoing.